Event description:
It was reported that the device was leaking at the catheter site, which looked to have holes in it. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Six devices were received for investigation. The devices were visually inspected and functionally tested. The reported issue could not be confirmed; therefore no further action will be implemented at this time. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.